Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Lot number not provided . UDI not provided . Re-processing information not provided . Since the lot number was not provided, this information cannot be determined .

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was a rectovaginal fistula and obstructive voiding. The procedure performed was a tension-free vaginal tape release and rectovaginal fistula repair.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.